Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Should we obtain additional information in the future, a follow-up will be submitted.

Event description:
The customer reported the foil pouch was difficult to open. Stiction in multiple syringes noted between the 5-0ml mark when hydrated and upon injection. They were unable to push 20ml pva syringe plunger past 2ml through the stopcock transfer of the pva. This occurred with several units. Pva did not suspend as quickly and thoroughly with omni 350 versus omni 240.